Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, no capture was observed on the left ventricular (lv) lead, even after changing the pacing configuration. A lead dislodgement was suspected so the lv lead was capped and replaced. The patient was stable.